Event description:
It was reported that during an anterior resection procedure, the device split in half along length of join as surgeon was firing. Surgeon pushed sides back together but couldn't complete firing. The staple line and the hole in the bowel where the spike had entered had to be resected. Anvil had to be cut out of bowel and removed. Another like device was used to complete the procedure. The patient ended up with a stoma, as there was insufficient bowel left to complete the anastomosis.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device arrived with the anvil missing and with the handles open by the seam. As the original anvil was not received, further investigation with the original anvil could not be performed, in addition the safety was damaged, it appears that an attempt was made to fire the device with the safety engaged. As stated in the instructional insert, "to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range." The device was reloaded with staples, a new washer was install and the instrument was tested for functionality with a test anvil; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape.